Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-15136. It was reported that the patient presented with an infected competitor ICD and unspecified lead failure on both the atrial and right ventricular leads. Noise was reported on one of the leads. The leads were capped and replaced on (B)(6) 2018 so the patient could be upgraded to an MRI-compatible system. The patient was discharged.